Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reporting number: 2017865-2019-13475. It was reported that noise was observed on the atrial lead. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The awareness date by the manufacturer for the initial submission on the lead should have been sep 10, 2019 not aug 27, 2019.